Event description:
Complainant alleged that while attempting to cardiovert a female pt, the device's defib output was out of spec. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.